Event description:
The pt underwent revision surgery on november 19, 1998. It was discovered intraoperatively that both screws (located at c5) had broken below the plate, inside the vertebral body. The plate was removed, as were the two inferior screws (located at c6). However, the shafts of the screws at c5 were left intact in the vertebral body. An additional diskectomy and fusion was performed at level c6-c7, and a codman plate was affixed.